Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to difficult to insert into the anatomy, include, but not limited to, patient artery/anatomy variables. The reported difficulty to insert likely contributed to the bent sheath., the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella procedure. Reportedly, the first prostyle device failed to advance into the anatomy and upon removal, the sheath was noted to be kinked near the guide. The suture of the second and third prostyle devices did not take; a cuff miss occurred. The sheath was upsized to 14f and the impella procedure was completed. Hemostasis was achieved via manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.